Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument's wire was torn during stitching. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further found the instrument to have a broken grip cable at the idler pulleys. The instrument has five remaining uses out of 15. It was observed that the broken cable strands appeared to be frayed and that the location of the cable break at the idler pulleys aligned with when the grips were in the max yaw position. The location of the break suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying and then breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.